Event description:
It was reported that during arthroscopic procedure using the speedscrew knotless implant, the tip of the anchor broke off when tightened. The surgeon was unable to retrieve the anchor and it was abandoned in the patient's bone. A new bone hole was drilled and the procedure was reported to be completed without any significant delays or further patient complications.

Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside of the u.s., due to international privacy laws, the patient information was not provided.